Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007 patient complains of back pain that began after he picked up a heavy generator. He was in florida at the time of the event and returned home for his low back treatment. He tried physical therapy and this made the pain worse. (B)(6) 2008: posterior lumbar interbody fusion at l5-s1 with insertion of bmp-2 and insertion of lumbar hardware. On (B)(6) 2008 patient returns for 6 week check-up from his l5-s1 plif. Continues to have a lot of back pain, but slowly improving. Reports being a little bit more active than he has been. On (B)(6) 2008 patient returns for 3 month follow up visit and reports having some low back pain. States he was in an altercation a couple of weeks ago at a service station and someone had pushed him back against a gas pump and he has had some increased back pain since. No leg pain. On (B)(6) 2008 patient returns for follow up 6 months out from his l5-s1 plif. He reports low back pain favoring the left side down to the buttock. No leg pain. Radiographs of the lumbar spine show fusion is well consolidated. Patient returns to pain management and reports his bilateral si joint injections done in november gave him absolutely no relief. He is currently taking darvocet for pain control it was reported that on (B)(6) 2010 he continues to have low back pain that is primarily axial. At times, the pain will radiate into the bilateral buttocks and is sharp and burning. His pain s chronic in spite of what appears to be satisfactory surgical procedure completed in 2008. Is being followed for pain control and is unable to work. On (B)(6) 2013 the patient presented with low back pain/lumbar post laminectomy syndrome, lumbar spondylosis and lumbar/thoracic radiculitis which has been ongoing for the past 5 years. Per the medical records he continues treatment with pain management and medication follow up. MRI of l-spine show evidence of previous fusion of l5-s1 without evidence of post procedural complication. Persistent broad based disc bulge at l3-l4 with accompanying central focal protrusion which results in a moderate degree of central canal stenosis although this is not significantly changed in appearance. He has failed all injection therapy in the past.